Event description:
A report was received that the patient developed a granuloma at the anchor site. An excision of the granuloma was performed and the event is considered to be recovering. The non-serious adverse event was reported as being related to the study surgical procedure and the study device system.

Manufacturer narrative:
Update to initial MDR: (B)(6). Additional information was received that the patient was not administered medication. It was also stated that during the revision procedure the lead loop was dissected and placed deeper into the encapsulation pocket.

Event description:
A report was received that the patient developed a granuloma at the anchor site. An excision of the granuloma was performed and the event is considered to be recovering. The non-serious adverse event was reported as being related to the study surgical procedure and the study device system.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2352-50 serial # (B)(4), description: linear 3-4 lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a granuloma at the anchor site. An excision of the granuloma was performed and the event is considered to be recovering. The non-serious adverse event was reported as being related to the study surgical procedure and the study device system.